Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced touch contamination, which resulted in peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. The treatment rendered for the events were not reported. The patient was still hospitalized, and was recovering from the event of peritonitis. The outcome for the event of touch contamination was not reported. On an unreported date, dianeal therapy was withdrawn. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11e19022 and h11i07086 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The cause of the use error breach in aseptic technique which resulted in peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.